Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous coronary intervention (pci) procedure crossing difficulties occurred. Vascular access was obtained through the radial artery. The 98% stenosed, 2.75mm x 16mm, eccentric, de novo lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The physician attempted to advance a 2.75 x 16mm taxus liberte drug-eluting stent delivery system however, was unable to cross the lesion. The physician removed the device from the patient. The procedure was not completed due to this event. There were no patient complications reported and patient's current condition is reported as stable. However, analysis of the 2.75 x 16mm taxus liberte drug-eluting stent delivery system revealed a damaged stent.

Manufacturer narrative:
(B)(4): a visual and microscopic examination revealed stent damage and hypotube kinks. The stent's mid section was kinked and one row was slightly raised. Further examination of the device presented hypotube kinks along the entire length. No issues were noted with the tip, lumen and balloon sections of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)